Event description:
Difficult to release the clasp: a relay plus (28m334200342490u) was implanted proximally, and then the relay pro (28-n4-36-199-36u) was advanced to the target position and deployed distally. To release the clasp, the black apex holder knob (no.3) was rotated 90 degree and slide it toward the gray guidewire luer, but the knob returned to its original position without releasing the clasp. As the stent-graft was already deployed, and the device could not be removed without releasing the clasp, the physician pulled the knob (no.3) three or four times, but the knob returned to its original position and the clasp could not be released. While the assistant physician kept pulling the knob (no. 3), the physician repeated pushing and pulling the entire device slightly with the knob rotated about 45 degrees. The clasp was suddenly released during the manipulation, and the procedure was successfully completed. Operation type: tevar no blood loss (tc#bm 230201858) patient outcome - "no health damage to the patient."

Event description:
Difficult to release the clasp: a relay plus ((B)(6)) was implanted proximally, and then the relay pro (28-n4-36-199-36u) was advanced to the target position and deployed distally. To release the clasp, the black apex holder knob (no.3) was rotated 90 degree and slide it toward the gray guidewire luer, but the knob returned to its original position without releasing the clasp. As the stent-graft was already deployed, and the device could not be removed without releasing the clasp, the physician pulled the knob (no.3) three or four times, but the knob returned to its original position and the clasp could not be released. While the assistant physician kept pulling the knob (no. 3), the physician repeated pushing and pulling the entire device slightly with the knob rotated about 45 degrees. The clasp was suddenly released during the manipulation, and the procedure was successfully completed. Operation type: tevar. No blood loss (tc#bm (B)(4)). Patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.